Manufacturer narrative:
Philips service replaced the digital detector, kvm receiver (crcb), kvm transmitter (m.cab), and sbc, making the system operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the system failed to boot due to power and detector issues on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.